Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. The device was successfully implanted and the delivery system discarded. The patient had a history of pulmonary emphysema. It was reported that at the 6 month follow-up visit the patient¿s condition was stable with no evidence of an endoleak. Approximately one year post-implant, the aneurysm was found to be enlarged as a result of an infection. Two months later a fistula between the duodenum and the aortic aneurysm was discovered. The aneurysm had decreased in size, but it was determined that the fistula allowed gas to enter the aneurysm sac. There was no evidence of an endoleak. The stent grafts were explanted with only the suprarenal stents left in the patient. The renal arteries also required artificial grafts at the time of explant. The cause of the infection is unknown; however, the physician commented that it may be related to pneumonia that the patient acquired subsequent to the endovascular repair. No additional clinical sequelae were reported, and the patient is fine. A review of returned films 5 months post-implant showed that the stent graft was positioned just below the renal arteries, within the short neck, with the ipsilateral limb placed in the left iliac artery. The abdominal aorta had bilobular aaa's. The proximal aaa measured 4cm max diameter, and the distal aaa was 5.6cm max diameter. No endoleak was seen. Films at 1 year showed that the distal aaa had increased to 6.5cm. No endoleak could be confirmed. Air pockets (likely without communication to the vessels) were seen near the iliac limbs. Later films showed air bubbles primarily in the upper aneurysm; the aaa measured 3.8cm max diameter. The lower aaa was 5.6cm max diameter. The right iliac stent graft appears to be in direct communication (fistula) with an air pocket. The cause of the events could not be determined from these images.

Manufacturer narrative:
(B)(4). Methods: (film). Results: inherent risk of procedure (infection); (insufficient information; cause is unknown); patient¿s condition affected effectiveness of device (pneumonia). Conclusions: known inherent risk of a procedure (infection); (insufficient information; cause is unknown); device failure related to patient condition (pneumonia).